Event description:
The customer reported via telephone that around supper time his blood glucose would fall to 50-67 mg/dl and he was unsure why. The customer also reported going up to 302 mg/dl and not knowing why. The customer was advised to speak with his doctor regarding insulin pump settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.